Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. No patient involvement reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The cause is the dso sensor. Replaced the dso sensor to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.